Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers wife reported via phone-call that her husband did not know how to adjust the insulin pump and the insulin pump was over delivering so his blood glucose level fell down to 43mg/dl he was treated with juice and 3 tablets then his blood glucose went upto 76mg/dl. The patient had cold sweats when his blood level fell down. The product will not be returned for analysis.